Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service 070-0001 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed a cs 070 alarm. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The piston was able to rewind and advance fully. Unrelated to the original complaint, the battery compartment was observed to be cracked. The bolus button was punctured but still responsive to user presses. The cartridge compartment was found to be chipped. The cartridge cap was still able to securely attach the pump.

Manufacturer narrative:
Follow up # 2 date of submission 10/07/2016 ¿ correction: the serial number for this pump is (B)(4).